Manufacturer narrative:
The reported event was not confirmed by suspect device evaluation. The returned awl/probe/tap driver (apt driver) did not unscrew. Return analysis found a separate failure mode in that the egg handle would not attach to the cannulated tap end. There was physical damage to the 1/4 inch attachment end of the apt driver. The device had dents in the metal causing interference with the component connection. A new instrument was sent to the site for issue resolution.

Event description:
A medtronic representative reported that the site's awl/probe/tap driver components were loose and it unscrewed itself during surgery. The surgeon retightened the instrument and completed the surgery. There was no impact to the patient.